Event description:
During a percutaneous transluminal renal angioplasty (ptra) of the right renal artery a 5.0x18 palmaz genesis was advanced over a non-cordis guidewire but it could not cross the target lesion. An attempt was made to withdraw the stent deployment system with the stent on the balloon, as the device was pulled back and forth for several times to cross the target lesion. Pre-dilatation was conducted though the distal edge of the mounted stent was found slightly curled up. During removal of the stent deployment system, it was withdrawn while the stent was on the balloon and pulled back inside the guide catheter and removed as a single unit. Another new product was opened and the procedure was completed without any other issues or harm to the patient. The patient is in stable condition. The artery had heavy calcification and moderate vessel tortuosity, the rate of stenosis was 99%. Approach was made with 6f britetip (mpa, 120cm). The product will not be returned. There was no noted on the product at any point. The sds prepped normally. There was no resistance experienced while passing the stent deployment system through the guiding catheter. There was no resistance experienced while tracking the stent deployment system to the lesion.

Manufacturer narrative:
During a percutaneous transluminal renal angioplasty (ptra) of a heavily calcified, moderately tortuous and 99% stenosed right renal artery, a palmaz genesis was advanced over a non-cordis guidewire but it was unable to cross the target lesion. An attempt was made to withdraw the stent deployment system with the stent on the balloon, and the device was pulled back and forth for several times to cross the target lesion. Pre-dilatation was conducted although the distal edge of the mounted stent was observed slightly curled up. During removal of the stent deployment system, it was withdrawn while the stent was on the balloon and pulled back inside the guide catheter and removed as a single unit. Another new product was opened and the procedure was completed without any other issues or harm to the patient. The patient is in stable condition. There were no anomalies noted on the product at any point. The sds prepped normally. There was no resistance experienced while passing the stent deployment system through the guiding catheter. There was no resistance experienced while tracking the stent deployment system to the lesion. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A review of lot 15171442 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15171442. The stent crimped process was reviewed and the stent crossing profile and stent retention tests were accepted according to specification. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue. It is likely that the repeated forward and backwards movements of the sds into the highly calcified and stenosed lesion caused the strut uplift. No corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15171442 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.